Event description:
A customer contacted beckman coulter inc., (bci) regarding discordant to alternate methods reactive rubella igm results generated by the unicel® dxi 800 access® immunoassay system for several patients.the results were reported out of the lab.results obtained from the dxi 800 analyzer and from the alternate methods are shown. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples from patients 3 and 4 were sent to customer product line support (cpls) for further testing. Cpls confirmed the positive results. The samples were also tested for interferences and none were found. In addition, samples for patient 3 were confirmed for the presence of anti-rubella igm by chromatography.service was not dispatched for this event. No clear root cause has been determined.